Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient was involved in an accident on (B)(6) 2019 and believes their system may have been damaged. The patient last charged a couple of days ago, but they have not had stimulation since the accident. They lost stimulation and the ipg will not communicate. The patient programmer shows ipg comm error 2501 and the charger will not locate the ipg. Surgical intervention will likely occur to resolve the issue.